Event description:
It was reported that the pt's pump pocket was torn and the pump was "bouncing around in it". A revision was done in 2009 to create a new pocket for the pump. The pt had been "walking about like a zombie and was "stuporous" since the revision surgery. The pt was not on oral medications post-surgery. The pt's pain level was stated as being "ok". The pt was admitted to the hospital for 24 hours and then discharged. The pt's father was told it was likely due to a morphine overdose. The family did not want the pt's pump to be turned off. The pt had consulted a neurologist a week later, who thought that the pump may have been leaking; there had been no volume discrepancies noted since the revision. The pt then had a follow-up appointment with her refill physician. A catheter dye study was done with no leaks found in the catheter. The dosage was lowered by the hcp at that refill session and the physician stated that the pump appeared to be functioning properly. The pt was re-admitted to the hospital six days later because she could not wake up. The pt was sleeping 22-24 hours everyday. The father was told it was due to the pt having too much morphine in her bloodstream. The pump was reprogrammed to the lowest flow rate and was given unspecified additional IV medications. The pt was sedated and admitted to the ICU. The pt's refill physician was in communication with the family and the attending md at the hospital. The pt's status was stated as "critical". Additional info has been requested, a follow-up report will be sent if additional info becomes available.